Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to high out-of-range left ventricular (lv) pace impedance (greater than 2,000 ohms). The 12-month trend showed measurements ranging between 1,283 ohs and 1,993 ohms. It was noted that impedance at the time of implant had been approximately 800 ohms. The presenting electrogram showed appropriate device function. Further review of the device system was recommended. No adverse patient effects were reported.